Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. The 6th and 7th distal segment had raised and deformed struts. No other device damage noted. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a severely calcified and moderately tortuous distal cx lesion exhibiting 80% stenosis. The physician opened an endeavor resolute drug eluting stent. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated with a solarice balloon at 12 atm. It was reported that the device could not cross the target lesion. No excessive force was used. When the physician withdrew the device the stent strut damage was noted. The physician continued the procedure by delivering a non mdt stent without complication. No patient injury. The physician assessed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.